Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The product was received for evaluation. Visual and functional testing were performed. There was no physical damage on the device. The reported complaint was not duplicated after the test flow rate on the returned monitor and there was no detection of an occlusion message. However, after an internal inspection of the inside of the monitor, the technician found that the tube was contaminated ,which may intermittently cause an occlusion. The root cause of the reported issue was found to be contamination on the inside of the tube. The technician replaced tube and absorber. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was an occluding message. No patient injury was reported.